Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera, which may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary tract infections, pain after urination, granulation tissue, cramps, low grade fever, bloody vaginal discharge, required excision of infected mesh with retained foreign body (surgical sponge), nocturia, frequency, incontinence, urgency, leakage, painful urination, dyspareunia, flank pain, pelvic pain, vaginal dryness, vaginal itching and burning, libido change, sexual dysfunction and scheduled for cystoscopy with pelvic exam with coaptite injection ((B)(6) 2014).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced recurrent pelvic abscesses pelvic pressure, abdominal pain, diarrhea, mild diverticulosis, urge incontinence, stress incontinence, having to wear pads, atrophic vaginitis, having a coaptite injection, intrinsic sphincter deficiency, recurrent cystocele, severe anxiety, panic attacks, fatigue, overactive bladder, foreign body mesh, neuromuscular problems, lack of energy and inability to concentrate.

Event description:
Complaint # (B)(4). The pt's attorney alleged a deficiency against the device. Additional info has been requested but not yet received.